Manufacturer narrative:
A ge service rep performed an on site investigation. There was liquid found in the monoblock. The monoblock was cleaned during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the image tube cover on the 6800 system is showing up on the monitor during fluoro. The customer replaced the cover which improved the image however, there was still an artifact in the image. No pt injury was reported.